Event description:
It was reported that when connecting connecta to IV cannula it becomes loose with a bd connecta¿ stopcock. The following information was provided by the initial reporter: intensive care has been using ref 394600 and they have noticed it is very difficult to connect connecta to IV cannula. According to intensive care connecta tightens to IV cannula but not tight enough, it gets loose very easily. They have experienced issues for example with cvk line where nurses have been administrating basic IV fluids and IV antibiotis (drug used not known). Nurses have identified the loosened connecta before any damage for the patient has happened.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9128900. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our evaluation of the submitted device was not able to observe the reported failure mode, and found the device to be in accordance with the device's specified parameters. Unfortunately based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when connecting connecta to IV cannula it becomes loose with a bd connecta¿ stopcock. The following information was provided by the initial reporter: intensive care has been using ref 394600 and they have noticed it is very difficult to connect connecta to IV cannula. According to intensive care connecta tightens to IV cannula but not tight enough, it gets loose very easily. They have experienced issues for example with cvk line where nurses have been administrating basic IV fluids and IV antibiotics (drug used not known). Nurses have identified the loosened connecta before any damage for the patient has happened.